Event description:
It was reported that post a coronary stenting treatment procedure, the patient expired. Unspecified stents were implanted in left anterior descending (lad) and left circumflex artery (lcx) prior to this procedure. Residual stenosis was 0%. A target lesion was located in the proximal lad artery and right coronary artery (rca). A non-bsc guide catheter 6fr al1 launcher and non-bsc wire 190 cm was used. A pre-dilation was not performed to not want plaque shift into diagonal branch. An unspecified stent was implanted in the rca. Then the promus premier 3.5 x 24mm was placed in the proximal lad and post dilated with 3.5 x 20mm nc quantum apex catheter. The stent was fully apposed after the post dilation. There was not any interaction between this device and the previously implanted stents. The patient went into flash edema post case; he had 500 cc to contrast, and died 3 hours post procedure. In physician¿s opinion, the stent placed in the lad might have thrombosed which caused the death. No autopsy was performed.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).